Manufacturer narrative:
Submit date: 8/23/17. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports there is a fiber wrapped inside the needle.